Manufacturer narrative:
Pump received with a missing segments/partial display, flashing white display and a constant beeping sound. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Flashing white display was confirmed during analysis due to moisture damage on the pcba 1 and pcba 2. Audio anomaly was confirmed due to [moisture damage pcba 1. Missing segments/partial display was confirmed due to cracked lcd glass. Frozen screen and blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received the reported issue frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.